Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 130 units of insulin. Additionally, it was reported that the cartridge did not fit into the pump, and that the customer did not observe drops of insulin exiting from the end of the tubing. Reportedly, a new cartridge was filled and loaded successfully. Customer's blood glucose ranged from 113 mg/dl to 121 mg/dl.